Manufacturer narrative:
The patient remained hospitalized pending a device replacement. An engineering review of device log files revealed a likely high current condition, as well as a low, out-of-range shock impedance measurement, which may indicate a short internal to the device or from the electrode contacting the device case. The recommendation for device replacement was not changed, and it was further suggested that the electrode be thoroughly evaluated at the device replacement procedure. A conference call with boston scientific and the physician occurred to determine the next steps for this patient. The device replacement was performed successfully, and the electrode was thoroughly tested. Defibrillation threshold (dft) testing was performed, the s-ICD system sensed and delivered a shock appropriately, with normal impedance measurements. The chronic electrode remains in service with the new device. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting beeping tones. The device was interrogated and a battery depletion (bd) error code was displayed. The patient was admitted pending outcome of analysis of the device data. An initial review of available data indicated the battery consumption was as expected based on therapy usage. However, current device data was needed to determine the cause of the error code. The boston scientific field representative attempted to check the device at the hospital the following day. The programmer was not able to connect to the device, and when two magnets were applied, no tones were generated. Technical services confirmed that device replacement was required. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device replacement was performed successfully, and the electrode was thoroughly tested. Defibrillation threshold (dft) testing was performed, the s-ICD system sensed and delivered a shock appropriately, with normal impedance measurements. The chronic electrode remains in service with the new device. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device memory was reviewed. All diagnostics were as-expected and stable until around 10-august-2015 when a large increase in power consumption was noted. This suggests some internal-cause battery depletion. A few days later, the reported bd error was triggered and the device attempted to perform a capacitor reform which was not successful. On 16-august-2015 the device performed a weekly electrode integrity check which resulted in an out-of-range value that typically would suggest a short condition. An x-ray of the device identified a swollen battery cell. The device case was removed to facilitate inspection of the internal components. Fluid contamination within the device was discovered. A sample of the fluid was submitted to the corporate laboratory for testing. The results indicated the fluid was consistent with bodily fluid. Microscopic examination of the device case identified a crack in the back side of the case near the edge of the header. Analysis concluded this device became cracked, while implanted, compromising the hermetic seal and allowing bodily fluid to enter the device case. The bodily fluid came into contact with the internal, electrical components and resulted in an internal short and resultant premature battery depletion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting beeping tones. The device was interrogated and a battery depletion (bd) error code was displayed. The patient was admitted pending outcome of analysis of the device data. An initial review of available data indicated the battery consumption was as expected based on therapy usage. However, current device data was needed to determine the cause of the error code. The boston scientific field representative attempted to check the device at the hospital the following day. The programmer was not able to connect to the device, and when two magnets were applied, no tones were generated. Technical services confirmed that device replacement was required. No adverse patient effects were reported. The patient remained hospitalized pending a device replacement. An engineering review of device log files revealed a likely high current condition, as well as a low, out-of-range shock impedance measurement, which may indicate a short internal to the device or from the electrode contacting the device case. The recommendation for device replacement was not changed, and it was further suggested that the electrode be thoroughly evaluated at the device replacement procedure. A conference call with boston scientific and the physician occurred to determine the next steps for this patient.